Manufacturer narrative:
Retained lot samples for syringe lot 67025 were tested for needle tip sharpness. No abnormalities were found during testing.

Event description:
End user contacted customer service reporting that syringes item 831365 lot 67025 will not puncture their skin.

Manufacturer narrative:
Initial trend analysis for lot 67025 was conducted, no malfunctions were found. This is the only complaint for lot 67025. Further investigation will be conducted to determine the root cause of complaint

Event description:
End user contacted customer service reporting that syringes item 831365 lot 67025 will not puncture their skin.